Manufacturer narrative:
The issue with the reported contamination has been confirmed during evaluation of the provided problem description. There is no further information on how or if the damaged part has been replaced. However, the most probable source of moisture/water into an air gas module is moist air from the hospital's wall gas system. According to the user´s manual, maximum levels of water, (h2o < 7 g/m3) in the supplied gases to the ventilator must not be exceeded. The root cause of the event has not been determined.

Event description:
Manufacturer's ref.#: (B)(4).

Event description:
It was reported that the ventilator was contaminated with water. There was no patient harm. Manufacturer's ref.#: (B)(4).